Event description:
It was reported that during an unknown procedure the device malfunctioned. No other details of the event are available. No patient consequence reported.

Manufacturer narrative:
(B)(4). Lockout.